Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that during inspection of the pump, they noticed that the pump was unable to prime the fluid through the tubing. There was no pt involvement or intervention.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.